Manufacturer narrative:
Investigation summary: the customer attempted to re-calibrate multiple times using freshly prepared calibrators, a new dt pipette and new calibrators, but qc results were still biased. Further testing during service yielded acceptable results. The investigation determined that the customer prepares calibrators and qc fluids using an uncalibrated pipette, which may lead to biased test results. The cause of this event is user error.

Event description:
A customer reported observing biased results when testing cholesterol and neonatal bilirubin qc fluids. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.